Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states all the buttons on his pump stopped responding. The failure is consistent even if the buttons are pressed hard. None of the buttons work. No adverse event alleged. A request was made for the return of the device, serial number not provided.